Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient called an emergency line and was referred to the emergency room since doctor was out of town. Patient reported right eye hurt four days post photo refractive keratectomy (prk). Infection was noted and resolved peripherally nine days post onset. No decrease in best corrected visual acuity was noted.

Manufacturer narrative:
Logfile review for the date of treatment showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).